Event description:
It was reported to lifecell that on (B)(6) 2011, the device was used in hernia repair procedure. The patient developed postoperative pseudomonas infection. Lifecell is attempting to obtain additional information from the implanting physician

Manufacturer narrative:
Method (to be specified): review of the device history record for lot s10943, review of the lifecell complaint system for any other complaints reported to lifecell against the devices. Distributed from lot s10943. Results: review of the device history record resulted in no remarkable findings, with no deviations associated with the nature of this complaint. To date, there were no other complaints reported to lifecell against devices distributed from lot s10943. Conclusion: no conclusion can be drawn. Lifecell will file follow up report if additional information from the physician becomes available.